Manufacturer narrative:
The device has been received for evaluation. A follow up MDR will be submitted upon completion of the evaluation or if any additional information becomes available. (B)(4).

Event description:
The facility representative reported an infusor pump that runs for awhile then it stops, pump was dropped. The reported condition occurred during programming/setup. The reported condition occurred in labor and delivery. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Event description:
A customer reported the test did not start when the test strip was inserted into their adc blood glucose meter after blood was applied. Customer reported using an affected test strip lot. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported condition of run for awhile then it stops was confirmed and duplicated due to a damaged motor. The device was returned unrepaired due to estimate refusal by the customer. (B)(4).